Manufacturer narrative:
(B)(4). The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old japanese female patient had impella 2.5 pump inserted in the right femoral for myocarditis. It was reported the patient developed thrombocytopenia during pump support. For treatment the patient received 14 units of fresh frozen plasma and 20 units of concentrated irradiated platelets. Subsequently, cyanosis in the right lower limb worsened. To alleviate cyanosis, bypassed from the right femoral artery to the percutaneous cardiopulmonary support (pcps) blood transfer route to secure blood flow to the right lower limb was performed. Unfortunately, the patient developed lower limb ischemia at the right lower leg. The patient¿s right leg was ultimately amputated.